Event description:
It was reported that during an open mediastinal neoplasm procedure, the jaws could not be opened when the device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. When the sales rep received the device, it was found that malformed clip (j-like form) was being fed into the jaws.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: at what firing did this occur? - unknown. What vessel was the device closed on? - the information was not provided from the hospital. How was the device removed from the vessel? - the device was pulled out. Was there any tissue damage? If yes please explain how the tissue was repaired? - yes. The damaged vessel was stopped bleeding by electrical scalpel. Was there any blood loss? If so how much blood loss? - yes. Small amount of blood. Did the patient receive any blood products? If so how much? - no. Any torque or twisting during the firing of the device? - no. Any unusual noises heard during closing , firing or attempting to open the device? - the information was not provided from the hospital. Was the clip fully advanced into the jaws prior to firing? - the information was not provided from the hospital. The analysis results of the device found that it was received in good visual condition. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. It is possible that the dried body fluids could have prevented to proper feeding of the clip into the jaw. Accumulation of body fluids is a routine occurrence during surgical procedures and does not necessarily indicate a manufacturing defect in the device. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.